Event description:
The customer reported that they got a message of loudspeaker fault on the display. Sound has been completely lost. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.